Event description:
Upon opening the kit, the scrub found free staples lying loose in the kit. The reloads for the linear cutters were replaced. Additionally, the device was difficult to close. The consequence to the patinet is unknown.